Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 389 mg/dl and 131 mg/dl, while using the suspect device. Reporter indicated that patient did not modify therapy based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.